Event description:
The initial reporter received questionable ise indirect gen.2 na, k, and cl results for one patient tested on a cobas 8000 cobas ise module. The patient's initial ise results were reported outside the laboratory. The customer performed ise calibration and qc but had failing results. The customer pulled the patient's sample and performed repeat testing with the sample on a different ise module. The patient's initial ise results were na 159 mmol/l, k 5.2 mmol/l, and cl 123 mmol/l. The patient's repeat ise results were na 132 mmol/l, k 4.4 mmol/l, and cl 98 mmol/l. The customer determined the repeat results were correct. The na electrode lot number was u8235. The k electrode lot number was e3578. The cl electrode lot number was l1149. The electrode expiration dates were requested but not provided.

Manufacturer narrative:
The customer reported there were no abnormalities detected with the patient's sample. The investigation reviewed the customer's last calibration results on (B)(6) 2022 and the results were acceptable. The customer's qc results prior to the event were requested but not provided. The customer provided the qc results during troubleshooting and the qc results were out of acceptable range. The customer's sample collection tube manufacturer and sample centrifugation details were requested but not provided. The investigation reviewed the provided system alarms and no abnormalities were found. The system alarm trace was requested but not provided. The field service engineer found a build-up of patient serum inside the sipper nozzle and ultrasonic mixing vessel. He cleaned and flushed out the sipper nozzle and ultrasonic missing vessel. He performed mechanical checks, ise checks, calibration, qc, and patient comparison testing with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.